Manufacturer narrative:
The implant was received on august 8, 2016. Discarded.

Event description:
The dentist reported a broken screw while placing abutment. He was unable to remove the broken screw from the implant, therefore the implant was removed.

Manufacturer narrative:
The fractured abutment screw was not returned and there was no evidence of the fractured screw observed inside the returned implant. An x-ray was provided by doctor which confirm the presence of the fractured screw and therefore confirms the complaint. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.